Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion tubing was defective. It was alleged that the "tubing was sliced where it connects to the connector" and there was a leak. The patient experienced elevated blood glucose levels. The lot number was not provided. No adverse event reported. The infusion set was requested to be returned for product evaluation.